Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated they turned off the low alert on the dexcom g5 mobile application and experienced an adverse event. The patient drove to the store and arrived around 3:00pm. They walked around the store for about 30 minutes and while standing in an aisle, they went low and passed out. A couple had witnessed the patient falling and caught the patient before she hit the ground. The couple stated the patient looked confused and lost before she collapsed. The couple called 911 and when the emergency medical technicians (emts) arrived, the patient was coherent and stated the dexcom was showing her blood glucose was 38mg/dl and when the emts took a finger stick, the bg meter was showing 32mg/dl. The patient stated she took glucose tablets and the emts administered the patient with glucose gel. The patient declined to go to the hospital as she was recovered and doing fine. The was no allegation against the device as the patient contacted dexcom for education on how to turn the alerts back on for the g5 mobile application. No additional patient or event information is available.